Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer representative reported a loss of suction occurred during lasik flap creation. Patient interface was exchanged and a double (second) pass was performed with no patient complications.

Manufacturer narrative:
Logfile review for the day of treatment indicated the treatment was aborted as result of the user releasing the laser pedal, and interrupted the treatment during side cut by depressing the vacuum pedal instead of the laser pedal. This shuts down the vacuum pumps and the system will abort the started treatment. The logfile also indicated no error or relevant warning messages displayed. No technical issue, the reported suction loss is due to the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal after he interrupted the treatment. (B)(4).